Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. System related product: evolutr-29/sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve during deployment, the valve dislodged into the ventricle and could no longer be recaptured because it was past the 2/3 deployment. The physician pulled on the delivery catheter system (dcs) in an attempt to pull the valve up and subsequently the valve dislodged into the aortic arch and was left implanted in the arch. As the dcs was pulled back with force to remove it from the patient, it was noted that the nose cone of the dcs detached and was anchored in the abdominal aorta. It was attempted to withdraw the nosecone with a snare, however, it was not possible and the nosecone was guided into the external iliac tract, where it remains. A second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural cines submitted for review confirmed that the nosecone of the delivery catheter system (dcs) was left in the right iliac artery after removal of the dcs. The provided cine did not capture the separation of the nosecone, and review also noted that there were many steps in the procedure that were not captured on cine that could have contributed to the nosecone separation. Images of the native valve showed a severe amount of calcification on the leaflets and annular root. In a cine of the dcs across the native valve and partially deployed, it was noted that the pigtail is not in the non-coronary cusp, and there was parallax present in the system that would need to be adjusted for to achieve a proper implant depth. It is best practice to seat the pigtail into the non-coronary cusp so the depth of the implant can be seen. The presence of the parallax made it difficult to assess true depth of implant since both sides of the device could not be seen but a 16 mm implant depth was shown. The cine review observed that the dcs was on the outer curve of the aorta which implies the implanter was not pulling on the device to raise the depth. The evolutr system instructions for use (IFU) instructs the user to continue deploying the bioprosthesis in a controlled manner, adjusting valve position as necessary, and to evaluate the bioprosthesis position before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. A cine showed the dcs being pulled on with extreme force. It was noted that the dcs moved to the inner curve of the aorta and the valve is moving to a higher position before deployment in the descending aorta. The reported event indicates that the dcs was pulled back with force to remove it from the patient, and it was noted that the nose cone of the dcs detached. It was reported that the nosecone was unable to be withdrawn, and it remains in the external iliac tract. From review of the available information, the dislodgement was most likely caused by the severely calcified native valve, the implant location, and physician technique during deployment. There was no information to suggest a device quality deficiency or malfunction related to this event. No product has not been returned for analysis, and without the device for analysis, an assignable root cause of the tip/nose cone detachment cannot be determined from the information available. The device instructions for use (IFU) provides instructions and warnings to minimize the occurrence of nosecone separation as follows, "under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis...caution: close the capsule until it is aligned with the catheter tip." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.